Event description:
It was reported that a user of the ilet bionic pancreas paired with a dexcom g7 sensor received an ilet mobile app alert instructing removal of a device from bluetooth settings, experienced intermittent glucose display with readings alternating between values and three dashed lines, and contacted support; the agent advised dismissing the alert and verified data were displaying, attributing the dashes to transient bluetooth connectivity, during which the user had a blood glucose of 60 mg/dl and self-treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact, with glucose returning to range and stabilizing around 72 mg/dl. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to establish a device-related malfunction, with the issue most consistent with connectivity behavior rather than a pump failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.